Event description:
It was reported that suture placement was attempted with the prostar xl in the left common femoral artery using the pre-closure technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 18 fr and the vessel was described as not calcified and not tortuous. Reportedly, during needle deployment, the physician attempted to pull the handle away from the hub to deploy the needles but the handle broke. The needles could not be deployed. The device was removed and a second prostar xl was deployed without complication and the sutures were set aside for the tavi procedure. The sheath size remained as 18 fr to perform the index procedure. After completion of the index procedure hemostasis was achieved with the deployed prostar xl sutures. There was no adverse patient sequela. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of broken handle could not be confirmed, but the effects of the observed holder shaft detached from the needle holder could have appeared as a broken handle to the user and this led to failure to deploy the needles, as reported. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for this deficiency. Overall, record review demonstrates that this issue is isolated and does not affect a larger population of devices. This type of reported event will continue to be monitored per local quality system procedures.